Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up via merlin.net transmission it was observed that the patient was in sinus atrial tachycardia at approximately 150 bpm that was being tracked by the device. Upon review of transmission, intermittent far-r wave oversensing events that were not covered by pvab was observed. This triggered an auto mode switch event of short duration. Recommended programming changes were discussed. No information on patient condition was reported.